Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. No sound on this device.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on the (B)(6) 2014 and performed to specification, up to the final log entry on (B)(6) 2016. A test pad-pak was installed and the device passed a self-test. The instructional leds completed the correct sequence however no audio prompts were given. This confirms the reported fault. The green status led flashed throughout. The device was tested on calibrated equipment and delivered a shock without fault. An acceptable measurement was recorded. No speech prompts were delivered throughout. The correct led sequence was given. The device was disassembled for further investigation. Investigation found the reported fault can be attributed to a poor connection with the speaker cable. The fault was witnessed upon return to heartsine as the device did not play speech prompts while power cycled. The fault could not be replicated upon reinstallation of the speaker during testing.